Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter act diff analyzer was dripping a clear liquid from the probe wipe during startup onto a paper towel kept on the counter directly below the aspiration area. The operator was wearing gloves, goggles and a lab coat at the time of the event. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and bleached the baths, apertures, modules, count lines and vacuum isolation chamber. Repair was verified per established procedures and system was validated. The root cause for the leak is unknown, however, the issue was resolved by the repairs performed by the fse. (B)(4).